Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 1 injection. The reported issue has been confirmed through testing. The catheter failed the performance test due to 50032 system notice messages. Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.45 inches proximal from the tip.

Event description:
Information received by medtronic indicated that system notice message 50032 (the safety system has detected a compromised outer vacuum) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient injury. When the device was returned, testing revealed a guide wire lumen breach. Reportable based on analysis completed on 10/20/2014.